Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second deployed clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the torn chord that may have occurred during use of the first clip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was implanted despite some difficulty grasping both leaflets. The difficulty with grasping was due to the patient anatomy; the leaflets were tethered down. When the second mitraclip was inserted, there was difficulty with visualization because they were right next to the first clip, but there was no observed interaction between the two clips. A lot of resistance was felt when they advanced the delivery catheter handle. After the second mitraclip was implanted, the anterior leaflet came out of the second clip. After the third mitraclip was implanted to stabilize the second clip, a torn chord on the posterior leaflet was noted. It is suspected that the torn chord occurred during use of the first or second clip. The procedure was completed with mr grade 3+. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported positioning failure appears to be due to challenging patient anatomy/operational context. The tissue damage was suspected during positioning of the device and is due to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.